Event description:
Right ventricle model number 7304 bi-ventricular defibrillator explanted due to inappropriate shocks and excessive noise on the lead. Interrogations suggest that the excessive noise on the device is consistent with a possible lead fracture or device malfunction. Impedance was normal.